Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked. Reportedly, the customer may have overfilled the cartridge. The customer's blood glucose (bg) level was 400 mg/dl. A new cartridge was loaded to address the event and a bolus via the pump was delivered to address the bg level.